Event description:
While analyzing the data from a recent run of specimens, the technician noticed that the positive control was not as high as expected, but still within acceptable range. During the investigation of this, biorad was contacted. It was discovered the a "scaling factor" should have been entered into the instrument for this test with each run. The scaling factor is supposed to be printed on the vial when required for a procedure. The vial did not contain the factor label. Nine patients had lab results reported to them that were incorrect. The patients will have to come in for a second test.scaling factor not printed on calibrator so technician did not know to enter it.